Event description:
Boston scientific received information that during implant of this implantable cardioverter defibrillator (ICD) and transvenous right ventricular (rv) lead, oversensed low-amplitude noise was observed on the rv channel, resulting in two inappropriate shocks and asystole of approximately 8-10 seconds. The pocket was closed, but had not been sewn shut at this time.

Manufacturer narrative:
The physician requested a new device. No noise was observed after this new device was attached to the rv lead. This rv lead remains in service with this new device. This event will be updated if any additional information becomes available.